Event description:
The ez35b was used during a laparoscopic appendectomy. The surgeon fired the device and it did not cut. A surgeon made a small open incision to complete procedure. Device serial # 0204.